Manufacturer narrative:
It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿ the IFU states ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.¿ additionally, the IFU states ¿considerations for patient selection include, but are not limited to, proximal neck angulation: 60° with minimal thrombus or calcification, and patient¿s anatomical suitability for endovascular repair.¿

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. According to the report, the physician intentionally selected a trunk-ipsilateral leg endoprosthesis which was longer than the total treatment length, and the ipsilateral leg would be deployed with a ¿pushing up¿ technique. After all devices were implanted as planned, a final procedural angiograph reportedly revealed unintentional coverage of both renal arteries, and partial coverage of the superior mesenteric artery by the trunk-ipsilateral leg endoprosthesis. It was reported the patient¿s anatomy featured an ¿s¿ shaped infrarenal aorta, which may have contributed to the device moving proximally during deployment. A bare metal stent was implanted in the right and the left renal arteries and the superior mesenteric artery. Blood flow to each vessel was preserved, and the procedure was concluded without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified the lot met all pre-release specifications. H6: conclusion code updated. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿ the IFU states ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.¿ additionally, the IFU states ¿considerations for patient selection include, but are not limited to, proximal neck angulation = 60° with minimal thrombus or calcification, and patient¿s anatomical suitability for endovascular repair.¿